Event description:
It was reported to resmed that an astral device displayed power fault/no charging alarms and battery communications lost alarms. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the power fault/no charging alarms wee due to the battery communications lost alarm while the battery communications lost alarm was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed the reported complaint, however, the reported alarms were not duplicated. The internal battery was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed power fault/no charging alarms and battery communications lost alarms. There was no harm or serious injury reported as a result of the event.